Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy for atrial fibrillation. The patient had severe pain during atp therapy and hv shock. Low hv lead impedance was observed. The device attempted to deliver additional shocks, but was unsuccessful. An alert for possible output circuit damage was reported. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found high voltage output circuit damage on the device. The low voltage functionality was tested on the bench and on our automated testing equipment. All of the low voltage test specifications were normal. The cause of the output circuit damage could not be determined.